Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the trocar balloon, lock collar, valve seal and doors appeared to be intact. The obturator was received. The inflation syringe was received. Pmv performed functional testing: the balloon was; no leaks detected. The balloon deflated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the balloon of the device did not inflate. The ballooning part was so tight that it was hard to inflate. They changed to a new product to resolve the issue and complete the case. No patient injury.